Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead had been increasing over the past eighteen months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).